Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test. The device was unable to prime at 4.0 pounds during priming test due to faulty force sensor resistor. The motor was able to pass the motor test. There were no unexpected compromised force sensor system alarms during testing. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 270 mg/dl. Customer's mother advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer's mother called back later and advised customer's current blood glucose level was 85 mg/dl. Troubleshooting for the prime anomaly was continued. Customer was unable to check for a compromised force sensor system alarm since the device was stuck in the rewind loop. Customer was advised that the force sensor did not detect the reservoir during the seating process. Troubleshooting for the motor error alarm was performed. Customer advised they were able to complete the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised the device would be replaced and agreed to return the product for analysis.